Event description:
It was reported that review of the patient report found a lead safety switch for high out of range pacing impedances greater than 2000 ohms on this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead. The system remains in-service, and no adverse patient effects were reported.

Event description:
Additional information was received that this crt-d and lv lead were revised due to the impedance issue. The lead was capped, and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the setscrews move freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits, and no noise was able to be reproduced when lightly manipulated. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances.

Event description:
This report is being filed with analysis details.